Event description:
Report received from the USA stating that the pounds per square inch (psi) gauge was "smashed" on the foot control device. The reporter stated the device was not used in surgery. The reporter could not clarify how the gauge was "smashed". No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The foot control device was received for evaluation. The foot control device was evaluated and the psi gauge is damaged/smashed. Evidence suggests this was due to mishandling/misuse at the customer's site. The reported condition was confirmed.